Manufacturer narrative:
Scripps doctor who told her that the impingement of the nerve, which caused her to have "dead foot" was "definitely" caused by the brace.

Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "customer stated that the brace fit fine, did not notice anything until after her ski trip, took off brace and foot felt numb, ended up falling because of her foot and sprained her ankle. According to her doctor, the issue with her foot was caused by the brace". Questionnaire not received from customer or clinician. Device not returned to manufacturer for evaluation. No indication event caused or contributed to serious injury, permanent impairment or death.